Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a blood glucose (bg) of 280 mg/dl and a correction bolus was delivered to lower the bg level. The customer did not know what caused the high bg level. Tandem technical support advised the customer to discuss the bg level with a healthcare provider.